Manufacturer narrative:
Upon follow up it was reported the patient was recovering from the peritonitis event, further described as ¿the patient's status was improved and were being prepared for releasing home¿. Dianeal 1.36% and 2.27%. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: on an unreported date, the patient was discharged home and dianeal/extraneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy were not reported. At the time of this report the patient outcome was not reported. No additional information is available.